Manufacturer narrative:
E1: reporting institution phone # (B)(4). E1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was red alarm despite an alarm pause after an upgrade. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) confirmed the system is now accessible, and the identified the incident as a minor, self-resolving event, and noted no related errors in the logs or windows. A philips technical support specialist reviewed the issue and determined it was caused by a software issue. A fix in pic ix 4.8 - release planned for end of (B)(6) 2026 to resolve the issue. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.